Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was revising a lead. In turn, the patient had a wet tap, which resolved the issue.